Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector was not able to activate smartsite on 20 occasions. The following information was provided by the initial reporter: the reported feedback suggests unable to activate or flush smartsite. This issue has been occurring during the last couple of days with the same batch.

Event description:
It was reported that smartsite needle-free connector was not able to activate smartsite on 20 occasions. The following information was provided by the initial reporter: the reported feedback suggests unable to activate smartsite. Unable to flush smartsite. This issue has been occurring during the last couple of days with the same batch.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/01/2020. Investigation conclusion: seven hundred and thirty seven 2000e-04 samples from lot 20055880 were received for investigation in sealed packaging. No further information was provided to assist the investigation in this instance. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Ten samples were subjected to functional testing by flushing them with a 50 ml bd plastipak syringe from stock; no occlusion or flow resistance was identified from the samples. Additionally two hundred and fifty samples were tested for flow occlusion under standardized test conditions; in each instance flow could be achieved through each of the smartsites. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055880 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.